Event description:
It was reported that the patient has been experiencing problems with this inflatable penile prosthesis (ipp) as it has not been inflating. A revision surgery will be performed in the future.

Manufacturer narrative:
The following field have been updated: b1: adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, h1: type of reportable event, h6: impact and device codes.

Event description:
It was reported that the patient has been experiencing problems with this inflatable penile prosthesis (ipp) as it has not been inflating and deflating properly. A surgical procedure was performed and all components were removed and replaced. There were no patient complications reported.